Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2015; yrecx1655 stent, implanted: (B)(6) 2003; yrbrx2414165 stent, implanted: (B)(6) 2003; yrirx14115 stent, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was further reported that the implantable pulse generator (ipg) exhibited premature depletion. The ra lead was capped and replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.